Event description:
It was reported that the patient experienced infusion set fell off during first day of insertion due to tape not sticking event on (B)(6) 2026. The infusion set was in use for first day.

Manufacturer narrative:
Name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.